Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The catheter kit was returned, analyzed, and there was evidence of foreign material within the inner sterile package. Only visual summary analysis of the lead was performed. (B)(4).

Event description:
It was reported that there was a foreign object inside the sterile packaging of the catheter kit. A new kit was opened to completethe procedure. No patient complications have been reported as a result of this event.